Manufacturer narrative:
(B)(4). The PMA/510k # ¿ exempt. Evaluation / investigation: the ncircle delta wire tipless stone extractor was not returned. Photographs were not provided. Without the actual device, a physical examination could not be performed. A review of quality control data was conducted. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The device history record was unable to be reviewed as the lot number of the complaint device was not provided. Without the device lot number, a complaint history record review for the associated device lot could not be completed. Based on the provided information and the investigation evaluation a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that during a ureteroscopy, when the baskets were opened on 3 ncircle delta wire tipless stone extractors that the basket wires were sticking together, so when the basket was opened it only had 2 sides instead of 4. The stones would escape through the basket. No adverse events have been reported as a result of the alleged malfunction.